Event description:
Catheter was placed in the pulmonary outflow tract through the right atrium, right ventricle, and pulmonary artery. An arterial sheath was then placed and a pigtail catheter was placed to the supervalve position. A pulmonary capillary wedge pressure was obtained. The pigtail catheter over a heavy duty wire was able to be placed into the left ventricular cavity. A single inflation was done in the pulmonary artery to obtain a pulmonary capillary wedge pressure and simultaneous lv pressure. The pt immediately began coughing up blood. The catheter was removed. Bleeding began to subside and the cardiac catheterization procedure was resumed. Shortly after shooting two pictures of the coronary artery, the pt became more short of breath. The bleeding has subsided from the pulmonary tree. Pt was determined to have critical aortic stenosis, moderate mitral regurgitation, and at least 2 vessel coronary artery disease. Pt was intubated when blood pressure dropped. Intracardiac and peripheral epinephrine were given. Pt condition declined with continued interventions. Pt died. Introducing sheath (8.0 fr) used during procedure.